Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: pump programmed to infuse furosemide, however after medication was programmed syringe was found to still be full. Rn had to reprogram pump a 2nd time and the med finally infused.